Event description:
Attune litigation record received. Litigation record alleges defective depuy attune knee system, defective smartset hv bone cement 40g, pain, swelling, joint stiffness, nickel allergy, suffering, impairment, disfigurement, pecuniary loss, economic damages and loosening of the tibial component at an unknown interface and aseptic loosening. Depuy cement were used. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5119585.